Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion : the actual device was returned for evaluation. Upon visual inspection, the returned device did not exhibit any defects.

Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2014 and suture was used. The needle and suture were separated when sewing the uterus. Another like device was used with no adverse consequence to the patient.